Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. Upon insertion of a non-boston scientific (bsc) catheter through the faradrive sheath, blood leaked out of the hemostatic valve of the faradrive sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.